Event description:
It was reported that it was found during the follow-up examination from a lapidus surgery that the device broke. It appears that the reported device is an ar-8719ds-xx but this is currently unknown. No further information received. On 04-nov-2021 update: further information were provided that no revision surgery as planned as no pseudarthrosis occurred. No further information are available.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.